Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 14-oct-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.1, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, gender, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6) hospital. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697571. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 8697571) was impeded at the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x lot# unknown) and could not pass through the microcatheter. The physician only retracted the stent and it was reported as automatically released in vitro and the stent body was prematurely separated from the delivery wire. The physician replaced the stent with another 4 mm x 39 mm enterprise®2 stent (encr403912 / 8697571) to continue with the procedure, but the second stent encountered the same issue. The physician removed the stent and the microcatheter from the patient¿s anatomy and replaced the stent again with an unspecified competitor brand and replaced the microcatheter to complete the procedure. There was no report of any negative patient impact. On 18-sep-2024, additional information was received. Per the information, the target vessel of the angioplasty procedure was the vertebral artery. The two stents used were from the same lot number (8697571); the first stent was impeded and then it prematurely deployed in vitro and the second stent also experienced the same issue with being impeded and then prematurely deployed in vitro. Per the information, continuous flush was maintained through the microcatheter. The replacement microcatheter was of a competitor brand. The information confirmed there was no negative patient impact and there was no delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4 mm x 39 mm enterprise®2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was already detached from the unit. The delivery wire and the introducer were in good condition. Microscopic inspection was performed on the stent component. One end was noted to be completed flared; the other end was observed to be bent. The delivery wire underwent dimensional analysis. All measurements were confirmed to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue reported regarding a stent that could not pass through the microcatheter could not be evaluated through a functional test which requires that the stent must still be attached to the delivery wire and inside the introducer tube for the device to undergo functional analysis. The reported issues can be confirmed based on the damage found in the stent, which suggests that the device was subjected to certain manipulation that could also have caused the stent to disengage from the delivery wire which ultimately resulted in the stent bent. It is also suggested that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697571. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697571. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.1, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.